Manufacturer narrative:
Internal complaint reference case (B)(4). Eriksson k, hamberg p, jansson e, larsson h, shalabi a, wredmark t. Semitendinosus muscle in anterior cruciate ligament surgery: morphology and function. Arthroscopy. 2001 oct;17(8):808-17. Doi: 10.1016/s0749-8063(01)90003-9. Pmid: 11600977.

Event description:
It was reported that on literature review "semitendinosus muscle in anterior cruciate ligament surgery: morphology and function", one patient had an early complication with deep infection and was successfully re-operated on with an ipsilateral bptb graft 5 months after the initial reconstruction. No further information is available.

Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product identification information was provided, and thus, a manufacturing record review could not be conducted. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. In the study, it reports that one patient had an early complication with deep infection and was successfully re-operated on with an ipsilateral bptb graft 5 months after the initial reconstruction. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation cannot be performed. The root cause and/or patient outcome beyond that which was documented in the article cannot be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.